Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2018 and to the flanks on (B)(6) 2018 using cooladvantage who developed paradoxical hyperplasia (pah/ph) 3-4weeks after treatment.

Manufacturer narrative:
Corrected data:b.5.

Event description:
On (B)(6) 2018, (B)(4), allergan capital technical support specialist, received an email from (B)(6), reporting a paradoxical hyperplasia (ph) case. Attached in the email contained treatment photos, taken on (B)(6) and (B)(6). Contact was requested to move forward in helping their patient.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
On (B)(6) 2018, (B)(6) , allergan capital technical support specialist, received an email from medspa deluxe los angeles, reporting a paradoxical hyperplasia (ph) case. Attached in the email contained treatment photos, taken on (B)(6) and (B)(6) . Contact was requested to move forward in helping their patient.